Event description:
Ous MDR - it was reported that approximately 49 months after the implant the device was explanted and replaced due to battery depletion. On the 3rd september the battery status was still normal.

Manufacturer narrative:
An error in the transmission of this follow up was discovered. Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed a depleted battery. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified internal short circuit, which led to an elevated internal self-depletion within the battery and therefore to the clinical observation. In conclusion, the battery was found depleted. The device was implanted for 49 months. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. An elevated internal self-depletion within the battery was found to be the root cause for the clinical observation.